Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-09950 was provided in sections b2, b5, h1, and h6.

Event description:
It was reported due to the patient's worsening right ventricular function after being implanted with the impella 5.5 device, the patient was taken to the cardiovascular operating room and implanted with an impella rp flex device. It was noted that the patient expired while on impella support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Event description:
The user facility reported a 66-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. We received a notification from our medical safety team via loqi (abiomed¿s long-term outcome and quality indicator impella registry). It was noted that worsening right ventricular failure occurred with a probable relationship to the impella 5.5 device used on a patient.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, vascular injury, venous thrombosis, ventricular fibrillation and/or tachycardia.¿